Event description:
It was reported that the right atrial (ra) lead helix was unable to be fully retracted during a lead reposition attempt. It was also noted that the ra lead had high threshold. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.